Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 3.1 not detected on bus. The field service engineer reseated board cables on the drawer controller board to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system main drawer failed preventing user from accessing medication. The customer added that the user was able to remove the medication from another station and there was no long delays. However, there were no adverse events or injuries reported based on this event.